Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Exact implant date unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a hardware removal of trochanteric fixation nail (tfn) on (B)(6) 2015 due to cut out. The date of the original implant was (B)(6) 2015 (exact date unknown). The patient was revised to total hip. The helical blade cut out of femoral head. It¿s not known exactly how it was discovered, but it was apparent in the x-rays taken. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4).device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.